Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. Customer's blood glucose level was 469 mg/dl at the time of incident. Customer was treated with manual bolus through syringe. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.